Event description:
As reported: a customer uses the (B)(4) with the(B)(4) on a ge upright system. When they turned the needle they cut off a piece of plastic of the marker needle leaving it behind in the pt's breast. The piece was surgically removed.